Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot#: l97635, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 7495lz51, serial/lot #: (B)(4), ubd: 21-feb-2006, UDI#: (B)(4), product ID: 7495lz51, serial/lot #: (B)(4), ubd: 14-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient previously had an infected right abdominal battery site infection and had the extensions cut and battery removed. On 11/5 the surgeon found the connection between the lead and extensions in the spine under x-ray and made an incision. While making the incision he stated that he observed pus and took a swab. He then disconnected the extensions from the lead and ensured that the screws were also removed. The previously cut extensions were then removed through the incision in the spine. Under x-ray he confirmed that only the lead was still implanted. His plan was to then close the spinal incision and flip the patient and do an incision and drainage of the abdominal site.